Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that patient faced 3 infusion set fell off event on (B)(6) 2024 for the first infusion set and the other two issues in between (B)(6) 2024 to (B)(6) 2024 . The infusion set was in use for 1-2 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 3.